Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine on the sponge. This was observed during unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to: baxter healthcare - (B)(4) was added to replace the previously reported baxter healthcare - (B)(4). Two-hundred thirty eight (238) samples were received for evaluation. 11 samples were received with package open and 227 were received with package closed. A visual inspection of the 227 samples revealed the sponge was properly inserted with the presence of fresh iodine povidone. Inspection of the 11 samples identified that the sponge was inserted and in the upper part, there was a light brown hue. With the help of tweezers, the sponge was removed and it was verified that they contained iodine povidone. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.